Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor wasn't able to get a good hold of the tissue and it kept coming out, the bullet of the suture got lodged and wouldn't come out so she left it in the patient. The doctor added extra support due to not a great sacrospinous, but that was also because her tissues were bad. She had at least 4 throws with the capio device that the bullet would lodge but was never captured in the receiving end". No patient harm or injury.